Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the reported issue. Also, the fse found the test leak k7, k8, k6 failed. The fse then removed the drive manifold and found soot on the rubber contact of the k7 and k8. In order to fix the issue, the fse cleaned and reassembled the rubber contact of the k7 and k8. The function test passed, the test leak passed, and the unit was then able to be used normally. The fse also recommended to change maintenance kit 5000 hrs.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) unit had a low vacuum. There was no patient involvement.